Event description:
This was a cardiac lead extraction case performed in the or to remove two leads (sjm 1888tc (rv) and sjm 1888tc (ra), both implanted for 52 months) due to a pocket infection. Each lead was prepped with an lld, and the physician began lasing to remove the ra lead using a 12f glidelight laser catheter. The physician was unable to advance 7-8cm from tip, so switched to rv lead, which came out successfully. Two physicians present than attempted to remove the ra lead. Bp rapidly declined, but was originally attributed to possible issues with the art line. Tee was placed and showed effusion. One physician performed CPR until sternotomy was performed within 5-6 minutes. Small perforation was found in posterior lateral svc wall near ra junction, which was repaired successfully. The ra lead was firmly affixed to vessel wall and required manual manipulation, but was ultimately removed during sternotomy. Patient doing well and was discharged per operative plan.